Manufacturer narrative:
The radiometer investigation has not been able to determine a rootcause in this case, due to lack of data received. The root cause is therefore unknown.

Event description:
According to the complaint on (B)(6) 2023, the nurse prepared the patient's arterial blood specimen, the result prompted that the blood gas hemoglobin value was 5.4g/dl on an abl90 flex analyzer (serial number; (B)(6). Afterwards, venous blood was collected and sent to the laboratory for testing, with a hemoglobin value of 113g/l, the test results have significant error, so the customer contacted the engineer for quality check.